Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The rep stated that beginning on an unknown date, the patient had a lead issue in which the lead migrated/dislodged from t9/t10. It was placed at t9/t10 but slipped to t10/t11. There were no traumas/falls related to the issue. The revision was occurring on the date of the report and would most likely be replaced. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the rep was notified of the migration at the lead revision on monday. They stated that nothing was explanted and the existing leads were just repositioned. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that both leads had migrated.